Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the nozzle had foreign objects, the forceps elevator had a burn, and the adhesive around the light guide lens was peeled. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the foreign material and adhesive malfunctions could not be identified. Based on the results of the investigation, the most likely causes were not established. A root cause for the forceps elevator finding could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: use of high-frequency instruments without maintaining a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.